Event description:
Kangaroo¿ feeding tube with dobbhoff tip placed by registered nurse (rn) without difficulty. Kidney, ureter and bladder (kub) x-ray obtained and confirmed placement. Attempted to remove guide wire without success. Kangaroo¿ feeding tube removed per md order and replaced. Second kangaroo¿ feeding tube placed without difficulty however guide wire unable to be removed. Second kangaroo¿ feeding tube removed and md notified. No known patient harm at this time. Packaging states "attention: please activate hydromer coating prior to stylet removal." No instruction on how to "activate hydromer coating" on packaging or on manufacturer website.